Event description:
The facility reported a colleague infusion pump with the reported condition of faulty display. It is unknown in which care area this event occurred. This event occurred during power up. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.7 (8.11.00).

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4) . Evaluation summary: the reported condition of a colleague pump with a faulty display at power up was confirmed during evaluation. It was not specified if the problem was reproduced. The assignable cause was determined to be lines on main display. The main display was replaced to correct the reported condition. This issue has been escalated to CAPA.